Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow-up. Loss of capture was observed on the left ventricular lead. No adverse consequences to the patient were reported.

Event description:
Additional information noted no interventions were planned.